Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 139 mg/dl at the time of incident. Customer stated that the insulin pump buttons were stuck. Troubleshooting was performed and confirmed that the insulin pump was exposed to a change in altitude. Customer reported that the insulin pump continued to have keypad issue even after the battery was changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.